Event description:
A customer observed positively biased quality control levels while using lot 1110 on the troponin I assay. Elevated results of the magnitude obtained may lead to inapproprate physician action. There were no results reported and no report of pt harm as a result of this event.